Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver randomly shuts off with out warning. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event that the receiver randomly shuts off with out warning was not confirmed. A root cause could not be determined.